Event description:
The catheter was placed in pt w/ severe osteopyelitis for infusion of vancomycin & cipra. After 1 week of infusion, pt developed cellulitis up the arm from the exit site. The catheter was removed.

Manufacturer narrative:
Implicated product is 5.0 fr. Dual lumen catheter in intermediate tray. Product received for eval is 5.0 fr. Dual lumen catheter measuring 28.5 inches long. Blood is found intermittently in proximal extension leg and lumenes throughout length of catheter. Lot history review is not possible as no lot number has been forwarded for eval. Tactual examination of catheter is unremarkable. Patency of distal lumen is demonstrated by flushing and aspirationg water with 12cc syringe. Proximal lumen is occluded. No leaks are noted in distal lumen as catheter's distal tip is occluded and lumen is hydraulically pressurized to sustained pressures greater than 25 psi. Under 10x magnification no MFR defect is noted. However, area of superficial wrinkling on one side of tubing outer diameter is found 18.5 inches distal to proximal end of extension legs. Wrinkled area measures approximately 0.5 inches ong. Micro-tipped forceps are used in unsuccessful attempt to lift off, or disrupt wrinkled outer diameter. Microscopic oblique views show wrinkling to occur only on outer diameter surface with no penetration through tubing wall. No impace on catheter function is noted. Containment and benign nature of wrinkling implies it may be result of heat-related decontamination prior to returning complaint sample to MFR. Complaint of cellulitis is unconfirmed. No mfg defect that might lead to cellulitis is found on this sample. Infections generally stem from poor maintenance, access technique or pt physiology. All manufacturers' product must meet stingent sterility and pyrogenicity testing requirements before they are released to distribution. MFR maintains validation sterilization cycle that ensures this product was sterile and non pyrogenic upon customer receipt, so long as integrity of the manufacturer's sterile seal has not been compromised. Intolerance reaction to implanted device is listed in product instructions for use as possible complication with indwelling vascular devices as is catheter related sepsis. In addition, complaint incident report indicates catheter had been in place approximately one week "for many infusions of vancomycin and cipro." 1990 physician's desk reference (pdr) litst phlebitis as adverse reaction of vancomycin. Pdr also warns that vancomycin should be administered in dilute solution over period of not less than 60 minutes to avoid rapid infusion related reactions.